Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a leak from the cuff of the foley catheter. Per additional information received via ibc on 13nov2025, stated that, two batch no were involved in this event (mykr3312, mykr3328).

Event description:
It was reported that there was a leak from the cuff of the foley catheter. Per additional information received via ibc on 13nov2025, stated that, two batch numbers were involved in this event mykr3312, mykr3328.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow any further evaluation. Visual evaluation of the returned six photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the first photo sample shows the overview of the foley catheter. The second photo shows the closeup view of bifurcation site. The third photo shows a closeup view of the tip of the catheter. The fourth photo shows the inflation valve or cap with product information. The fifth photo shows the packaging for the tray the first catheter came in (mykr3312). The sixth photo shows the packaging for the tray the second catheter came in (mykr3328). The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive due to the inadequate sample condition. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: b, d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.